Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Healthcare professional additionally reported right side "leaked through valve and particles in valve" damage due to explant "scissor cut". Device has been explanted.

Event description:
Healthcare professional reported right side deflation. Healthcare professional additionally reported right side "leaked through valve and particles in valve" damage due to explant "scissor cut". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: deflation: observed 1 opening assessed as cracked valve seat diaphragm valve. Particles in valve: no observed. Use error: no observed. As per the investigation procedure, particles was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.